Manufacturer narrative:
(B)(4). The lot number is unknown. There is no sales history for this customer for this product. Uncertain if the device sample is available for evaluation.

Event description:
The customer alleges that post procedure the patient was being transferred from procedure table to the transport bed. One of the lu mens from the device was in use and attached to IV tubing. When the patient was transferred onto the transport bed, the tubing became hung up on something (not sure what) and the attached hub was pulled off the lumen pigtail tubing. The nurse used a hemostat to clamp the tubing. No patient injury or harm reported.

Manufacturer narrative:
(B)(4). Returned was a 3-lumen catheter marked 7fr x 20cm on the juncture hub. The luer hub was missing from the distal extension line and was not returned. Microscopic examination of the end of the distal extension line showed it exhibited characteristics of being at least partially torn. The length of the distal extension line tubing measured 8.8cm, which is consistent with the dimension specified on graphic (B)(4). This measurement indicates that the extension line was inserted the proper depth into the luer hub and that the tubing tore off at the entrance to the hub. The report that a luer hub separated from the extension line was confirmed through examination of the returned sample. The distal luer hub separated from the extension line, but the luer hub was not returned. A DHR review could not be performed since a lot number was not provided and there was no sales history for this customer for this product. Based on the torn appearance of the extension line and the report that the hub was pulled off during patient transfer , it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that post procedure the patient was being transferred from procedure table to the transport bed. One of the lumens from the device was in use and attached to IV tubing. When the patient was transferred onto the transport bed, the tubing became hung up on something (not sure what) and the attached hub was pulled off the lumen pigtail tubing. The nurse used a hemostat to clamp the tubing. No patient injury or harm reported.